Event description:
It was alleged that the insulation on the instrument began to smoke at the beginning of the case. The instrument was removed and replaced with a backup permanent hook cautery instrument to continue the case to completion. No patient harm, adverse outcome or injury was reported.